Manufacturer narrative:
One acufex-pro straight scissor punch was returned for evaluation. Visual assessment confirmed the reported breakage. The cutting edge/distal tip has broken free from the shaft. The cutting edges are damaged. The shaft is bent. The condition of the device indicates it was subjected to excessive force during use. Per the devices IFU ¿excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges. Excessive force can result in instrument failure¿. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zipcode (B)(6).

Event description:
It was reported that, during a cuff repair surgery, the new acufex-pro scissor broke as it was used to take a bite of soft tissue. All the device fragments were removed from within the patient. There was a backup device available. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.